Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 108 mg/dl. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm and found a post-reset ram crc alarm. The customer does not wish to troubleshoot for pump error alarms. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error noted during testing. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error alarm were noted.